Event description:
Healthcare professional reported injecting a patient juvéderm® voluma¿ in the nose. At the time it was noted they "felt there was a flash of blanching but this resolved immediately." Hcp decided to review patient the next day where it was noted "cap refill was completely normal but after 48h [patient] seemed to have soreness and small blisters on the right side of nose." Patient underwent 1500u of hyalase and was reviewed again the following day. Patient "seemed to have areas of numbness and new blisters on the dorsum and tip, and there was slight soreness and an area of erythema on the right cheek. I administered a further 1500units x 5. [Patient] was also given 300mg aspirin and has been taking 75mg daily along with topical bactroban and co-amoxiclav 625mg tds." Patient was reviewed again one week after the incident and given another round of hylase as a precaution. Helathcare professional reported the area seems to be healing well but patient was complaining of slight numbness of the dorsum and right side of the nose and feels as if there¿s an area of pus. Healthcare professional noted there was no evidence of an abscess but changed the patient's antibiotics to ciprofloxacin 500mg for 14 days and started them on a tapering steroid regime over 5 days. Event ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.